Event description:
Account kept receiving exceptions when running axsym b-hcg. The account kept repeating sample and finally obtained a result of 0 mlu/ml. The sample was then run diluted and a result of 14524 mlu/ml was obtained. While the repeat was running the ER called and the initial result of0 mlu/ml was given over the phone. The patient was discharged. The repeat result of 14524 mlu/ml was the final result reported. No report of impact to patient management. No further patient information was available.